Event description:
The clinician reports the implant was inserted on (B)(6) 2019 in ada 27. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, and bleeding. No further patient complications were reported.